Event description:
The customer called to report repeated high blood glucose levels. The customer called back and stated she was hospitalized for diabetic ketoacidosis and the blood glucose reading was 800 mg/dl. The customer stated that the medical doctor reviewed the insulin pump settings and felt that the insulin pump was not responding normally. The medical doctor asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned. But not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.